Manufacturer narrative:
Despite requests for additional info concerning the event, the clinician has not submitted the requested info. However, the co's evaluation of this event (based on existing info) gives the company cause to conclude that the event is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. The clinician has been asked for add'l info concerning this event.